Event description:
A burn occurred to the resident and pt during surgery with the pencil cable. When doing a visual inspection, we can see the internal wire out of the plastic shield. Pt had a minor burn and the surgeon placed a drain at the burn site. The burn was no longer apparent after the drain was in place. No hospitalization was necessary for the pt because of this burn. The resident also received a minor burn but did not need any particular treatment.

Manufacturer narrative:
The subject device is en route to conmed electro surgery. Once it becomes available, add'l info will be forwarded to the FDA via a supplemental medwatch form.